Event description:
It was reported that during the implant procedure while transferring the catheter, the handle of the catheter separated from the rest of the catheter. The catheter was not used for this procedure and another one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the handle was not returned with the catheter, so no conclusive analysis could be performed to determine why the handle was not attached to the catheter. The catheter shaft was kinked, there was blood on the catheter, and the catheter was damaged at implant. The catheter segment returned appeared to have no anomalies.